Event description:
It was reported that during patient use, unit ran about 3 compressions, stops and shuts down. Patient is (B)(6) lb male patient. Tried another set of batteries without any success. Battery has proper test cycles and are being maintained monthly. Manual CPR was performed. Batteries will be also returned with the autopulse for evaluation. No adverse event reported.

Manufacturer narrative:
Reported complaint of unit stopped after 3 compressions was not verified. The board was tested using known good batteries and two test mannikins and it worked as expected. The archive files for the sessions on (B)(6) 2012, which is the date of the reported complaint, indicate that the patient was much lighter than (B)(6) pounds. Reported ua2 error (compression tracking error) was likely due to the relatively light load and the patient not being aligned properly. Furthermore, the archive files indicated the batteries may have contributed to the failure. The three batteries that were returned for testing failed functional tests. No adverse event reported.